Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history was reviewed and revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device passed downstream and upstream occlusion testing. Causality was not determined. The event history log (ehl)review was completed and revealed multiple downstream and upstream occlusion alarms, however the ehl does not differentiate between true and false occlusion alarms and the ehl does not confirm the reported problem. No additional investigation is required for this complaint; therefore the complaint will be trended through aggregate complaint data and analyzed to assess for further action as needed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump constantly displayed the occlusion message. Any patient involvement, injury or medical intervention is unknown.